Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 390 mg/dl.